Event description:
It was reported that the ventilator failed pre-use check test. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse) on site. During the examination, the fse cleaned the membrane of the expiratory cassette, but the problem remained. The fault was resolved by replacing the expiratory cassette and sending it for further investigation. After the replacement, all tests passed. The visual inspection did not reveal any anomalies, the returned expiratory cassette was in visually good condition. The cassette was mounted into a test ventilator system for simulated use testing. Pre-use check fails on several sub test. The expiratory valve membrane was replaced to see if the issue could be resolved but the same error during pre-use check reoccurred. The returned expiratory cassette is faulty. The cause as to why was not established during this investigation. The expiratory cassette measures the expiratory pressure and does not affect the delivery of gases. However, the pre-use check failed the internal leakage test, indicating a leak in the system. The reported issue will be detected during the pre-use check.

Event description:
Manufacturers ref: # (B)(4).